Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hematoma and pain are listed in the electronic perclose prostyle instructions for use as foreseeable adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a prostyle device was used for an arteriotomy closure of the right common femoral artery after an angiogram procedure. The device successfully achieved hemostasis. Reportedly, a large area of bruising around the access site occurred, that is slightly painful. Cramping is experienced at night when laying down, which goes away when walking around. No treatment has been given at this time. No additional information was provided.